Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) charge circuit was inactive. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Product analysis: the device was returned and analyzed. Analysis of the returned device was inconclusive. Off site analysis confirmed the reported charge timeout using the original device battery. No significant leakage was observed on the high voltage therapy capacitors and the hybrid charged nominally when the battery was replaced with a donor battery and an external power supply. These results were consistent with the device battery causing longer charge times. A li-plating breach was found along the top edge of the anode separator in segment 2, adjacent to the exposed cathode tab. Plated-li extended from the breached opening and appeared to touch the cathode material within the cathode tab slit. Backlit images of anode segments showed uniform li depletion across the anode with no li-severing observed. A review of the save to disk data found the eri indicator was set on (B)(6) 2016, 118 months after implant. Subsequent charge timeouts (ctos) were logged on (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.